Event description:
Robotic large suturecut needle driver "jaws would not open correctly". New needle driver first time used. Ref # 471296, ver - 07, lot # k11220307 0037. FDA safety report ID# (B)(4).